Manufacturer narrative:
The first manual power up was recorded on the (B)(6) 2009, with the device successfully passing a self-test. There were then 49 random manual power ups, mainly under one minute duration, recorded in the device memory between (B)(6) 2009 and the (B)(6) 2013. The next log entry was on the (B)(6) 2014 when the device recorded a manual power up of ten minutes duration. On the (B)(6) 2014 the device recorded five random manual power ups. The technical log showed that four of these were of ten minutes duration and that the device memory became full on this date. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. Furthermore, the investigation was unable to replicate the reported fault of no status indicator. Multiple ten minute manual power ups would have led to the depletion of the pad-pak, therefore resulting in no green status led. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. No status indicator.